Manufacturer narrative:
The recipient reportedly underwent skin flap surgery on (B)(6) 2019. The recipient's magnet strength was adjusted and is sufficient.

Event description:
The recipient is reportedly experiencing retention issues due to a thick skin flap. The recipient is presenting with slight swelling. Skin flap thinning surgery is scheduled.

Event description:
The recipient is reportedly experiencing retention issues. The recipient is presenting with slight swelling. Skin flap thinning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and resumed device use. This is the final report.